Event description:
It was reported the patient received the following results within 15 minutes: 309 mg/dl and 144 mg/dl (system 1) and 116 mg/dl (system 2). It is unknown if the patient used the same vial of strips for each reading.